Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardiac monitor (icm) exhibited premature battery depletion. No intervention was performed. There were no patient consequences.